Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to cup loosening.

Manufacturer narrative:
This report is being amended to reflect changes: the device was not returned for review, therefore its actual condition cannot be described. The manufacturing documentation was reviewed and found to follow the zimmer quality requirements at the time of manufacture with no anomalies, deviations or nonconformance reports noted. The device was used in treatment. The device had an in-vivo time of 6.5 years at the time of revision. Primary operative notes were reviewed and do not describe any indications of a root cause. Heterotopic ossification about the greater trochanter appears to be visible in undated supplied x-rays. Compatibility was reviewed with no issues noted. A complaint history search of the manufacturing lot returned no additional complaints. With the information provided, a definitive root cause cannot be stated.